Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had problems with their device and therapy. There was soreness and pain, not at the incision site, but at another site. They worked at a laundry and frequently felt static shocking. They also mentioned getting static and electrical shocks down their legs, mostly on the implant side, but also on the right side. It was noted that, if they sat too long at work, their legs would go numb. There was a fall, on their right side, in the summertime. There was another fall sometime after the implant. They also had a chiropractic adjustment appointment, after the implant, where their right side was adjusted and, afterwards, they wore a wedge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they turned off the device as of now until they see the doctor on (B)(6) 2017 because of having feeling of shocking, numbness and pain.